Manufacturer narrative:
Additional information was received with the field experience report on 7/7/2018. The implant date and explant date have been updated. The event date has been added. The left prosthesis was replaced with a 400cc mentor memorygel breast implant, and the right prosthesis was replaced with a 350cc mentor memorygel breast implant. The device history record (DHR) of lot number 5758084 was reviewed on 7/16/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The investigation of the returned product was completed by the failure analysis lab on 7/24/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with a mentor smooth round moderate profile 250cc saline prosthesis (right), and a mentor smooth round moderate profile 325cc saline prosthesis (left). Post procedure, bilateral deflation was suspected based on an apparent size change in the prostheses, and bilateral baker¿s grade IV capsular contracture was diagnosed. Upon receipt by mentor, the device contained no fluid. White material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team¿s visual examination indicated the device appears intact and no anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. At this point it is not possible to determine the origin of the white material observed. Mentor performs 100% inspection and testing of all devices prior to release. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. According to the information provided, the product evaluation team concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round moderate profile 250cc saline prosthesis, catalog #3501635, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with a mentor smooth round moderate profile 250cc saline prosthesis (right), and a mentor smooth round moderate profile 325cc saline prosthesis (left). Post procedure, bilateral deflation was suspected based on an apparent size change in the prostheses, and bilateral baker¿s grade IV capsular contracture was diagnosed. As a result, bilateral prosthesis replacement with mentor gel implants was performed on (B)(6) 2018. (See 1645337-2018-04010 for contralateral prosthesis report).